Event description:
Treatment of an avm (arteriovenous malformation). During onyx injection, it was reported that the physician had a difficult time visualizing the onyx as it came out of the marathon catheter and the catheter became entrapped. The distal tip of the catheter separated during retrieval and remained in the patient until the excision surgery in which it was removed with the onyx cast.same event as MDR# 2029214-2013-00181.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Only the proximal broken segment of the catheter was returned. Evaluation showed the catheter broke due to a tensile force applied during use.catheter separation.(B)(4).